Event description:
During cataract surgery, malyugin ring (pupil expander) snapped at the hinge while removing from the eye at the end of the surgery. Disturbed but did not break capsule and lens was noted to still be in capsule.